Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (battery communication issues) was confirmed. The monitor's battery connector pins were bent, preventing the batteries from being plugged into the monitor. The cause for the bent battery pack pins was not positively identified but was likely due to a misalignment problem when the patient inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective monitor. The patient service representative was provided with a replacement monitor for the patient fitting.

Event description:
A patient service representative contacted zoll lifecor customer support service while fitting a patient to report that the monitor was unable to communicate with the battery pack. The patient service representative was provided with a replacement monitor.